Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found the first shock event was not successful because the user did not charge the device first. Once charged, the device successfully delivered two 200j shocks. Then, the user activated sync mode and the device sucessfully delivered a third 200j shock. However, the device failed to discharge the next four attempts because the device alerted the user that the r was not being detected. When in sync mode, the r series operator's guide (pn: 9650-0912-01) (rev: ya) instructs the user to "press and hold the illuminated shock button on the front panel, (or simultaneously press and hold both paddle shock buttons) until energy is delivered to the patient. The defibrillator will discharge with the next detected r wave." The activity log confirms that the shock button was pressed when in sync mode but does not indicate whether the button was held down until the next r-wave (sync marker) was detected. There are a variety of possible reasons for an inability to detect an r wave outside of a device malfunction including but not limited to improper pad placement or the patient's cardiac rhythm. The device was recertified and returned to the customer. No trend is associated with reports of this type.